Event description:
After identifying the appriopriate drainage site, the wire gudie was advanced. After approx 20cm there was an elastic resistance. Dilating the tract and advancing the tube was easily possible. The tube was sutured at approx 20cm. During the procedure and afterwards, pleural fluid was drained. The x-ray control showed a displaced drain. The proximal part of the drain was directed to cranial but the distal tip of the tube steered to medial, in an interlobar crack near the lung hilus. Later no fluid, only small amounts of blood were drained. The thoracic surgeon suggested a covered perforation of a vessel or lung and decided to operate the next day. During the night suddenly huge amounts of blood were drained. The pt was resuscitated and an emergency thoracotomy took place. The pt died within minutes. No autopsy, a perforation of a vessel (a. Pulmonalis) was suggested.